Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no reported impact to customer¿s blood glucose (bg) level. Reportedly, customer does not recall bg levels when the reported issues occurred. Customer stated at time of call, bg level was at 120 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
Investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.